Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump also had a cracked reservoir tube, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer recalls that the pump was probably being exposed to sweat. Customer's blood glucose was 14.8 mmol/l. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.